Event description:
Surgeon reported a fracture with a stryker im nail in situ at the time of fracture. Update (B)(6) 2023 (additional information received): "this patient suffered from a fracture secondary to a cancerous lesion. The fracture was initially fixed with an im nail. The patient had a non-union and broke through two of the distal interlocking screws. The broken screws were explanted, but the nail stayed in. The peripro plate was implanted as adjunct fixation/stabilization. The nail was left inside the patient's body. Pt has had radiation and chemotherapy."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence, like x-rays, was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The available information was forwarded to medical affairs for review with following feedback: "the nail was placed to treat a femoral fracture. Over time the patient developed a tumorous lesion (metastasis) in that same femur, leading to progressive weakening of the bone, and without healing capacity by itself, led to the unavoidable breakage of the screws. The surgeon has left the intact nail in place, so we can consider the t2-gtn as a concomitant product that has not contributed to the second fracture of the femur. The screw breakage can be regarded as a concomitant effect caused by a patient-related issue being the cancerous bone lesion." Based on the available information can the root cause of the reported event most likely be traced back to patient related factors. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Surgeon reported a fracture with a stryker im nail in situ at the time of fracture. Update-(B)(6) 2023 (additional information received): "this patient suffered from a fracture secondary to a cancerous lesion. The fracture was initially fixed with an im nail. The patient had a non-union and broke through two of the distal interlocking screws. The broken screws were explanted, but the nail stayed in. The peripro plate was implanted as adjunct fixation/stabilization. The nail was left inside the patient's body. Pt has had radiation and chemotherapy."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.